Manufacturer narrative:
Analysis was performed at the philips authorized service provider. The bench repair personnel which included testing of the affected alleged device. The results of the analysis were that the pressure board needs replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective pressure board. The issue was resolved by replacing the defective pressure board and the product is back in service and was returned to the customer.

Event description:
It was reported the pressure board failed to give accurate readings. The device was in clinical use. There was no report of patient or user harm.